Event description:
It was reported that after a percutaneous coronary intervention, arteriotomy closure was attempted of the right common femoral artery using a perclose proglide device. Reportedly, as the device was pulled back to place the foot on the anterior surface of the arterial wall, the device pulled out from the vessel. An attempt was made to fully retract the foot, but difficulty was encountered as the foot did not feel like it had completely retracted and during device removal the foot became caught on subcutaneous tissue. A small nick incision was made in the subcutaneous tissue to free the device for removal. A 9f hemostasis sheath was inserted into the vessel until the effects of the anti-coagulants were at a desirable level. The hemostasis sheath was removed and manual arterial compression was applied, but a hematoma developed with a pseudoaneurysm. A suture was placed to treat the pseudoaneurysm. Manual arterial compression was applied to express the hematoma and achieve hemostasis. Hospitalization was extended by two days. There were no reported adverse patient sequelae due to the proglide device. The operator was reported to be trained in the use of the perclose proglide device. Additionally, two days post-procedure, the patient had a left sided stroke. The treating physician indicated he did not believe the stroke was related to the proglide issue or procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty retracting the foot, difficulty encountered removing the device, and the device pulling out of the vessel during foot positioning was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.